Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a fall that caused the leads to become damaged. The caller indicated that the other scenario was reported but the caller did not have the report number at the time of the call. Tss did not ask any further questions per ptswi71013 as the event was already reported.